Event description:
It was reported to boston scientific corporation that a advanix biliary stent with naviflex rx delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the stent was attempted to be deployed; however, difficulty was encountered, and the guide catheter detached and remained stuck in the stent. No patient complications were reported as a result of this event. Note: no further information has been obtained regarding the event despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: the advanix biliary stent with naviflex delivery system was returned for analysis. Visual examination of the returned device found the guide catheter detached and kinked. The pull wire kinked and without the pull wire cap. Also, push catheter suture hole and stent suture hole were found torn. The suture was found detached. No other problems were noted to the stent and delivery system. The reported event of catheter guide break was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It is possible that tortuosity encountered during the procedure and/or the excessive force applied to pull the device, may have caused the guide catheter to become kinked and break off the delivery system. Also contributing to the pull wire kinked and the pull wire cap detached. The push catheter suture hole and stent suture hole were most likely torn due to the pressure that the suture was adding to both holes, this same pressure most likely ended up causing the suture detachment. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a advanix biliary stent with naviflex rx delivery system was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, the stent was attempted to be deployed; however, difficulty was encountered, and the guide catheter detached and remained stuck in the stent. No patient complications were reported as a result of this event.